Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery due to a kinked infusion set. The blood glucose reading was 547 mg/dl. The customer's mother stated that she observed scratches on the display screen from normal wear and tear. She also stated that she felt that the wizard calculator on the insulin pump was too low but said she recognized that it was due to active insulin on board. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.